Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised to address metallosis and osteolysis. Doi: (B)(6) 2010-dor: (B)(6) 2012 (l hip). Update (B)(4) 2012 - medical records received from legal. There is no new information that would change the existing MDR decision. Records are available on the l drive if needed for further review. (B)(4) 2013 - cd with x-rays received. Update 4/08/2013- cd with x-rays received. Update 06/06/2013- x-rays received. Update rec'd 10/13/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis around the joint and trunnion and a vertical cup. The cup wasn¿t revised. There was no mention of osteolysis. The cup and stem are being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Additional narrative: the added cup and stem devices associated with this report were not received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4)

Manufacturer narrative:
Product complaint # (B)(4).